Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, only manual ventilation was available. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that this is a duplicate report of the event already reported on MDR 9710602-2017-00189. Please disregard this report as a duplicate. Additional information was received that this is a duplicate report of the event already reported on MDR 9710602-2017-00189. Please disregard this report as a duplicate.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The acb (anesthesia control board), gas inlet valve solenoid, and bellows housing were replaced proactively.